Manufacturer narrative:
Additional information: d10, h6. The customer reported that two advanta v12 stents mounted in parallel at the level of the common iliac in the aortic junction. Simultaneous deployment with insufflation maintained at 10 bar took place without difficulty and allowed good permeability to be restored. However, it was very difficult to deflate the balloon of the stent placed on the right. Based on the details provided the 9mm x 59mm balloon expandable advanta v12 stent that was placed in the right iliac during a kissing stent procedure took a longer time to deflate as compared to the 9mm x 59 mm stent deployed simultaneously in the left iliac artery. Based on the details both devices were inflated using a 50/50 solution of saline and contrast media. Answers to the questions specifically deflation time, mention that one device took several minutes while one device took about 15 seconds. A 9mm x 59mm advanta v12 does not deflate in 15 seconds. Additional information provided by the customer stated that the balloon did not rapture during the procedure and there was no blood seen in the syringe during deflation this would have indicated a leak in the balloon. Fluoroscopic images were provided from the case however none of the images show the catheters used in the procedure. The images do show that the vasculature was rather tortuous. It is unknown if this would cause the catheter and or introducer sheath used in the case to kink or buckle during deflation of the balloon. Without the product in question the complaint cannot be confirmed. When the product in question is not returned a determination of root cause is extremely difficult to determine. There are many contributing factors that could be attributed to slow deflation such as the amount of fluid in the syringe at the time of deflation as this can affect the amount of vacuum potential as well as a stopcock not being fully opened or the patient¿s anatomy causing a kink in the catheter. A review of the device history records shows that there were no non-conformances noted and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for both product lot numbers (516517 & 518605) and there have been no other complaints associated with either of the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify two potentially related complaints where the root cause was related to the physician not allowing sufficient time for full balloon deflation. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The instructions for use provide appropriate instruction of the deflation and removal of the catheter back through the introducer sheath. Since the device was not returned the root cause is impossible to define. It is possible that the catheter had kinked after the successful stent deployment. It is also possible that the balloon was not given adequate time to deflate. It is impossible to determine the exact cause without fluoroscopic images of the device in use or the ability to evaluate the actual device.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). Additional information: d4: second serial#: (B)(6) involved in the procedure. D4: UDI (B)(4). H4: mfg date: 2025/03/11. D4: exp date: 2028/03/10. This event occurred on the france market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the advanta stent (ous device). It is a significantly similar device to icast stent which is sold in the USA under primary di number (B)(4), premarket submission number: p120003. A supplemental report will be submitted upon completion of our investigation.

Event description:
Report received stated that during an angioplasty procedure with two (2) v12 devices, that were mounted in parallel at the level of the common iliacs in the aortic junction and the deployment with insufflation maintained at 10 bar took place without difficulty and allowed good permeability to be restored. However, it was very difficult to deflate the balloon of the stent placed on the right. The two s/ns were reported but it is not clear which was involved in the incident. There was no clinical consequences to the patient.